Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, xrays were provided showing the tulip had fractured from the plate. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. The patient activity level is unknown and was reported to not have fallen. It was reported the patient did not fuse and was compliant with post op mobilization. No complications were reported in the initial procedure. Screw holes were drilled and tapped and the drill guide was used. Plate was not bent. As the plate was not returned, a definite cause cannot be determined. Possible causes include: improper construct, set screws not tightened correctly, excessive load due to unstable construct, excessive load due to patient anatomy/pathology, patient performs strenuous post-op activities, surgeon applying too much torque to seat the screw head.

Event description:
It was reported that an oasys midline occiput plate fractured at the tulip approximately 5 months post-operatively. The patient did not fuse and has experienced neurological effects as a result of this event. Revision surgery has been performed.

Manufacturer narrative:
Device was lost after cleaning.

Event description:
It was reported that an oasys midline occiput plate fractured at the tulip approximately 5 months post-operatively. The patient did not fuse and has experienced neurological effects as a result of this event. Revision surgery has been performed.